Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
It was reported that the ventilators top part of the touchscreen was unresponsive and the customer was unable to reset alarms. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
G4: 27may2020. B4: 28may2020. Information was received that the unit was being used on a patient at the time of the reported event. No patient harm reported. The biomedical engineer was able to clear out the alarms and manipulate all areas on the touchscreen, performed touch screen calibration. The biomedical engineer stated that the alarm needs to be cleared before the top part of the touch screen was not responsive. The biomedical engineer reported to have replaced the touchscreen to address the reported issue and the ventilator was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.